Manufacturer narrative:
(B)(4): results - visual inspection of the returned product found optic and plate haptic torn. Pieces of both plate haptics torn off and missing. Lens was returned in liquid. Conclusions - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading issue. (B)(4).

Event description:
The reporter stated the surgeon used a micl 12.6 mm implantable collamer lens. The lens jammed in the injector as it was about to be inserted into the eye. Lens was not inserted into the eye, but there was pt contact. There was no pt injury. Reporter stated cause of incident was due to loading issue. No product malfunction.